Event description:
It was reported a minicap with povidone-iodine solution leaked. After connecting the minicap, a "drop of iodine was noted on the outside of the cap". No cracks were noted on the cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A3: gender corrected to male (previously reported as female). H4: the device was manufactured between 12may2021 and 19may2021. H10: the device was received for evaluation.visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing, including underwater pressure testing, and no leaks or cracks were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.